Manufacturer narrative:
No product was returned for investigation. The root cause of the minor bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the major bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The bipella patient had pulmonary hemorrhage during support, which was managed by holding off heparin. Patient was successfully weaned off bipella. Devices removed in cath lab. This complaint is for the impella cp. Patient had impella rp (sn # 526992) which is reported under separate report.